Event description:
It was reported tha the power load trolley arms were not working which could effect loading and unloading of a cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.